Event description:
Customer reported the system displayed an x-rays disabled error, and a cine disk not available error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the system to be operating as intended, but found a problem with the rtos single board computer in the error logs. The computer will be replaced on a subsequent service visit.